Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. A device history review (DHR) lot review could not be conducted because no lot number(s) was/were identified. Although the exact probable causes are unknown, use of glass tip/filled syringes are known to be dimensionally incompatible. Typically glass syringes have an internal diameter (ID) of approximately 0.048¿. The clave/microclave requires a minimum of 0.062¿ ID from the mating luer to accommodate the clave internal cannula. Luers that have an ID smaller than 0.062¿, such as the glass syringes, may cause damage to the clave spike or obstruct flow.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined. Initial reporter phone: (B)(6).

Event description:
The event involved an unspecified microclave that the customer reported the adrenaline prefilled syringe used during an emergency in the intensive therapy unit (itu) did not work. The staff was unable to deliver the drug due to the conus of the syringe being sealed with the septum of the microclave needle free connector which was attached to a deltaven cannula. The customer also stated the septum of the microclave became lodged in the glass syringe when docked into the microclave. A new prosafety cannula was inserted to administer the adrenaline which caused a short delay and it is not thought that this harmed the patient. There was patient involvement and the incident was described as serious, however, the event did not impact the patient¿s outcome and there was no adverse event. This is the second of two incidents.